Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, after implant prosthesis, noted the ceramic head and liner were broken. All the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Event description:
Additional information received indicated that there was no surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device denoted a remarkable worn appearance at the part. It was possible to identify that occurred a transfer of the titanium cup material onto the surface of the ceramic head. The femoral head was not found fractured as reported. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review was performed by the manufacturing site. Shop order 7011498091 was identified for the femoral head. Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. Manufacturing record evaluation was performed for the finished device (136536330/9733255) product and lot numbers, and no non-conformances were identified.